Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported and the mother stated she had no further details about the event. Unable to troubleshoot as the customer was not present during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.